Event description:
A malfunction occurred on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in resetting it. After resetting, the malfunction did not recur, and the customer was informed to contact support again if any issues arose. The legal guardian of the minor patient was also briefed, and no further assistance was necessary.